Event description:
It was reported that during a hand assist sigmoid colectomy procedure, the surgeon used the device in a trans anal insertion, inserted the anvil to the trocar once the orange demarcation line was reached, heard the audible click, closed the staplers till the tension window was at an acceptable level and fired stapler. The surgeon indicated on the first firing he did not get acceptable doughnuts and visual inspection indicated the anastomosis was not formed properly. Did not feel the resistance and appeared the knife blade did not properly cut. Another device was opened and the same procedure was performed once the old anastomosis was resected. Second stapler did not fire properly. Again the surgeon indicated the same lack of resistance in the firing sequence. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: what confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Dr indicated he squeezed plastic to plastic and got a crunch. When he fired the third unit he said the crunch and resistance when tightening the knob was greater. What was the appearance of the cut line (partially cut, jagged, ripped, tore)? On the second firing the anvil would not come out and the cut line was obscured. When was the red safety removed prior to firing? Yes. Was the breakaway washer completely cut through? Don¿t know. What was the appearance of the donuts? First firing was resected out of the patient. No doughnuts present to observe. Were staples observed in the tissue? Yes. What did the staple form look like? Un formed and partial formed staples. Was there any removal issues?yes. The first firing had to be resected out of the patient and a new anastomosis was performed. Second stapler would not disconnect form the anastomosis and therefore had to be resected. Third time worked great. Was buttressing material used? No. Two devices were returned: device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.